Event description:
Pt was found to have large thrombus in the ra and rv chambers one day following mapping procedure. Thrombus was found during routine discharge ultrasound. Surgery was performed to remove thrombus and pt fully recovered. Physician indicated the thrombus was most likely caused as a direct result from the groin insertion and formed during the procedure, migrated, and lodged itself to a temporary pacing wire left from the mapping procedure. No biopsy was performed on removed thrombus to determine the age. At this time, it is unknown if prophylactic aspirin daily three days pre-procedure was followed as recommended in ensite catheter instructions for use to prevent or reduce the risk of clot formation.